Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A field service technician (fst) stated that the power plug/electrical cord to power started smoking during a dialysis treatment. Photos were provided. The power supply was replaced and the machine passed both heat tests and the machine was returned to service. There was no patient involvement or injury noted. Additional information was requested but was not received to date.

Event description:
A field service technician (fst) stated that the power plug/electrical cord to power started smoking during a dialysis treatment. Photos were provided. The power supply was replaced and the machine passed both heat tests and the machine was returned to service. There was no patient involvement or injury noted. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported event was confirmed referencing the attached photo. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.